Event description:
It was reported that the patient underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. During the procedure a previous device was suspected as there was scar tissue and scars on the skin of the patient. No information was provided about the patient's outcome. It was further reported that during the same procedure the previous aus was explanted. During the procedure a leak was identified near the pump. No more information available at the moment. Should additional information become available, it will be provided.